Manufacturer narrative:
(B)(4). The customer reported that the patient's condition had deteriorated and the patient had no pulse when the nurse listened manually, but the monitor continued to show the ECG and hr normal on a frequent basis. Based on the reported information, we consider this to be a reportable event as the patient expired. The preliminary information is fully consistent with pulseless electrical activity (pea), a clinical condition where there is electrical activity in the patient's heart, but the heart does not effectively pump blood. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the patient's condition had deteriorated and the patient had no pulse when the nurse listened manually, but the monitor continued to show the ECG and hr normal on a frequent basis.